Event description:
The customer contacted physio-control to report that their device experienced an unexpected shutdown. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section h10 of the initial medwatch report indicated: a third-party service agent performed an initial evaluation on the customer's device and verified the reported issue. Section h10 of the initial medwatch report should indicate: a third party service provider evaluated the device. The reported issue could not be duplicated. Additional information: other repairs unrelated to the reported issue were completed. The device passed functional and performance inspection and was returned to the customer. Root cause of the unexpected loss of power could not be determined.

Manufacturer narrative:
A third-party service agent performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device experienced an unexpected shutdown. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.